Event description:
It was reported to philips that the software crashed, preventing suite computer from booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the suite pc software had crashed. To resolve the reported issue, the fse reloaded the suite pc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.